Event description:
The pt's mother reported that the pump has been losing power causing high blood glucose levels (600 mg/dl) and positive ketones. The pt's mother reported that the pump case is visibly cracked. No medical intervention required.

Manufacturer narrative:
The pt reported that the pump had a visible crack in the battery compartment. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.